Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir replaced and repositioned as the patient could feel the reservoir in the abdomen. No patient complications were reported.